Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the patient. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was taken to the hospital, via ambulance and admitted for 3 days due to diabetic ketoacidosis (dka) and high blood glucose (bg) levels. At the hospital, the patient was placed on an intravenous (IV) of fluids and sliding scale.